Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips filed service engineer inspected the system onsite and confirmed the reported problem. Fse followed the troubleshooting manual and diagnostic instructions, and this resulted in the reinstallation of the system software and the restoration of the ghost backup. The issue reoccurred after rebooting and confirming that the host pc is faulty. To resolve the problem, fse replaced the host pc on another case. After replaced the host pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.